Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 5mg/ml at a dose rate of 2 mg/day via an implantable pump for malignant pain; other carcinoma. The patient¿s medical history included pelvic cancer, diabetes, and hypertension (htn). It was reported that the patient came to office 1 week ago and their pump site was infected; the hcp noted around the incision. Wound dehiscence occurred at the pump site. The event occurred during normal use. The patient was started on oral (po) antibiotics, then admitted to hospital for IV antibiotics. The site around pump improved, but the incision was open, and they were able to see pump. At explant, a seroma was noted at the catheter insertion site in addition to the pump pocket being infected. The pump and complete catheter were explanted. Regarding any environmental/external/patient factors that may have led or contributed to the issue, diabetes was indicated. It was unknown at the time of the report if the issue resolved. The patient was without injury at the time of the report. The devices were to be replaced in the future. The physician did not want the equipment returned to the manufacture as it was further indicated that is was definitely due to patient habitus. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. No further patient complications have been reported as a result of this event. The patient¿s medical history included: pelvic cancer, diabetes, and htn.

Manufacturer narrative:
The initial report indicated "the hcp noted around the incision" and should have instead indicated "eschar was noted around the incision". If information is provided in the future, a supplemental report will be issued.